Event description:
The subject pacemaker was checked on (B)(6) 2013. Battery impedance was 4.54 kohms and magnet rate 94 min-1. The displayed residual longevity (time to eri) was 16 months (+/- 1mo). During the next follow-up scheduled 6 months later (B)(6) 2014, the device reached the end of life. The battery impedance was 20,69 kohms and magnet rate 73min-1. The pacemaker was found in backup mode (vvi/70min-1/5v). Pt admitted at the hospital in emergency for pacemaker replacement. The 7 to 9 months longevity gap should be explained.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.